Event description:
It was reported that this right atrial (ra) lead was suspected of being fractured. It was also reported that the atrial pacing impedance measured greater than 3000 ohms, which was high out of range along with inappropriately stored atrial fibrillation (af) episodes due to oversensing of atrial noise. The clinic reprogrammed the patient's implantable cardioverter defibrillator (ICD) system to vvi. No adverse patient effects were reported. Currently, this ra lead remains in service.